Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the pk dissecting forceps instrument did not meet.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was bent, causing side to side misalignment of the grips. There was a 0.022 offset at the grip tips. The grip tips did not meet together once the grips were closed. Engineering concluded that the damage was likely due to overloading at the tip or excessive force applied to the jaw. The instrument passed electrical continuity testing. Engineering evaluation also found that the pitch cable at the distal clevis hub was frayed. No other damage was found at the clevis. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself does not constitute a MDR reportable event; however; damage to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.